Event description:
The device with attached monitor was connected to a pt. Device pacing was initiated and pacing capture was achieved. Reportedly, the device pacer spontaneously shut off. Pacing was reinitiated, but allegedly the failure recurred. The pt was not resuscitated.